Event description:
This is report 3 of 3 for this event. It was reported that the titanium adapter would not connect to the transfer set. This occurred when the transfer set was changed. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).